Event description:
It was reported that pump experienced malfunction in which screen went dark, pump would not turn on, then shut down and powered itself back on, with history only showing malfunction without specific code or fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to program pump settings and connect continuous glucose monitor to replacement device, which customer understood and acknowledged.